Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity/extrusion/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 425cc mentor memorygel breast implant (right) and a 450cc mentor memorygel breast implant (left) experienced right sided pain and left sided device extrusion post procedure. It was stated that it felt like there was a foreign body in the right implant, it was sore and uncomfortable, and felt like it wanted to come out. The left breast began to down and eventually became exposed with a tear estimating one inch with suspected rupture. The left implant was removed. There is no information regarding an explant or expected explant date for the right prosthesis. The right sided issues were reported initially under 1645337-2020-07304 on june 12, 2020. On february 10, 2021 mentor received additional information and additional awareness of a left sided issue.